Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2015. Pre-operative diagnostic results showed lead impedance within normal limits (impedance value - 3428 ohms). The patient¿s generator was replaced prophylactically and diagnostic results again showed lead impedance within normal limits (impedance value - 3412 ohms). The lead was not replaced during the procedure. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. Device diagnostics at the patient's previous visit in (B)(6) 2015 were within normal limits. The device was programmed off and the patient was referred for surgery. The patient had not suffered any accidents or falls. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.